Event description:
A letter was sent to the customer, asking if he had sought emergency medical assistance recently. The customer returned the letter stating that he had received medical assistance, but provided no further information. Called the customer multiple times to get more information, but there was no answer. Left the customer a voice mail message. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.